Manufacturer narrative:
H.6 investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard had a defective spring. The following information was provided by the initial reporter; issue with the spring.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard had a defective spring. The following information was provided by the initial reporter, issue with the spring.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3009081593-2025-00031 was sent in error. Bd ultrasafe passive¿ is pre-activated prior to use is not considered to be a reportable malfunction for this device. MFR#: 3009081593-2025-00031 is void as a result.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard had a defective spring. The following information was provided by the initial reporter; issue with the spring.